Manufacturer narrative:
Approximate age of device: 5 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device on (B)(6) 2018. It was reported that the vad system was producing intermittent low flow alarms. The low flow alarms were initially thought to be due to low volume; however, on (B)(6) 2018, went from low 2¿s to 0.0 lpm. The patient was taken to the or for a pump revision and underwent a pump exchange for acute ingestion of clot into pump. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the lumen of the inflow cannula found a thrombus formation, occluding the blood pathway. A similar formation was found within the vanes of the rotor. The thrombus formation was lightly seated and was not adhered to the textured surface of the inflow cannula or the rotor, suggesting that they likely did not form in the areas. The formations were likely ingested during pump support and would have occluded the blood pathway contributing to the reported low flow alarms. Based on the data captured in the log files, this was likely an acute event; however, the origin of the thrombus formation could not be conclusively determined. The remaining blood-contacting surfaces were free of any adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The implant kit was shipped with heartmate 3 lvas IFU, document #10006135, rev. B. The IFU lists thromboembolism as a potential risk/adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.